Manufacturer narrative:
The pipeline device will not be returned for evaluation as it remains implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and was likely the result of patient non-compliance to antiplatelets. Mdrs related to this article: 2029214-2017-00260, 2029214-2017-00261, 2029214-2017-00262. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature that a patient experienced ipsilateral infarcts after pipeline implantation. The patient underwent pipeline implantation in the treatment of an unruptured, ophthalmic artery aneurysm. Approximately four months after pipeline implantation, the patient had completed three months of treatment with clopidogrel but had decreased her aspirin dosage from 325mg to 81mg against medical advice. The patient presented with new-onset blurry vision of the ipsilateral eye and was found to have several distal focal infarcts in the ipsilateral anterior cerebral artery and middle cerebral artery distribution, although the ophthalmic artery and choroidal blush remained normal. There were no reports of device issues in connection with this event. Durst, c. R. (2015). Endovascular treatment of ophthalmic artery aneurysms: ophthalmic artery patency following flow diversion versus coil embolization. Journal of neurointerventional surgery, 8(9), 919-922. Doi:10.1136/neurintsurg-2015-011887.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.